Event description:
Same case as: 2134265-2013-08410, 2134265-2013-08411. It was reported that automatic pullback failure occurred. The 100% target lesion was located in an unspecified vessel. During percutaneous coronary intervention, the motor drive unit was used in conjunction with atlantis sr pro² coronary catheter to visualize the lesion. When the physician attempted to observe the image, he was unable to perform automatic pullback. So he attempted to observe the image through manual pullback but the image disappears. The procedure was completed with another with same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The hub flaps appeared normal and a good click sound was heard during insertion into the mdu system. The telescope assembly was not able to properly pull back, advance, or retract. Imaging core wind up in the telescope assembly was observed during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same case as: 2134265-2013-08410, 2134265-2013-08411. It was reported that automatic pullback failure occurred. The 100% target lesion was located in an unspecified vessel. During percutaneous coronary intervention, the motor drive unit was used in conjunction with atlantis¿ sr pro² coronary catheter to visualize the lesion. When the physician attempted to observe the image, he was unable to perform automatic pullback. So he attempted to observe the image through manual pullback but the image disappears. The procedure was completed with another with same device. No patient complications were reported and the patient's status is good.